Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in a late needle deployment. The reported event could not be determined. No issues with the fluid path was observed that would result in the alarm being generated. Inward bias rotational sensor springs observed, but it could not be conclusively determined if they were the cause of the alarm. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.